Manufacturer narrative:
A patient¿s ipg reached end of life was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Further information obtained about the event indicates that the device met expected longevity prior to ceasing therapy delivery. This issue is no longer deemed a reportable event. Codes have been updated to reflect the additional information.

Event description:
Further information obtained about the event indicates that the device met expected longevity prior to ceasing therapy delivery. This issue is no longer deemed a reportable event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg had reached its end of life and was no longer able to provide therapy. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced to address the issue.